Manufacturer narrative:
Testing results for returned product: donor 1 hct: 43%, donor 2 hct: 45% . Donor #1: retention meter and master lot strips: 1.5 inr, returned meter and customer strips: 1.4 inr. Donor #2: retention meter and master lot strips: 2.5 inr, returned meter and customer strips: 2.4 inr. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable inr results for 1 patient from coaguchek pro ii meter serial number (B)(4) compared to the laboratory result. The laboratory method was not known. In the morning the result from the primary care's meter with capillary blood was 2.5 inr. The patient's treatment was not changed based on the meter result. In the afternoon the patient went to the hospital for a rectal hemorrhage. The result from the laboratory with venous blood was 6.0 inr. The elapsed time between the measurements was less than 7 hours. There was no information provided to reasonably suggest that the device may have caused or contributed to an adverse event. The patient's therapeutic range was 2 - 3 inr. Relevant retention test strips (lot 373277) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer returned eight test strips and the meter for investigation. The appearance to the returned test strips showed no defects and the returned meter was undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison with the current test strip master lot # 28632180. For this purpose two human blood samples from marcumar donors and internal reference meters were used. The maximum difference between measurements with the first blood sample was 0.1 inr the maximum difference between measurements with the second blood sample was 4%. The returned customer material and retention material complies with the specification. The investigation did not identify a product problem. The cause of the event could not be determined.